Event description:
One of the critical care nurses identified a potential problem while placing a patient on oxygen. Fortunately, there were no injuries involved. As she was about to place a patient on oxygen (via nasal cannula), she noticed that the ball on the flowmeter was descending slowly. She tried to readjust the flow to two liters but, again, to no avail. The ball remained on two liters momentarily, and then very slowly descended to zero. The nurse identified the situation to the assistant director of facility management. He in turn, contacted me. After close observation the flowmeter preformed exactly as the nurse described the ball very slowly descended to zero.to side track to the week prior, theree flowmeters were sent back to manufacture because of the inability to set the ball on one liter. The problem was that if you attempted to set the liter flow at one liter, the ball would instantaneously fall to zero. The problem that we are reproting now is entirely different. The ball descends very slowly until it reaches zero, which can in effect go unnoticed causing serious consequences.I relayed the information to quality control manager (manufacture). He said that there were problems with the needle valve seating, and this could be caused by continuously opening and closing of the needle valve. I also asked him if there were any other lot numbers of flowmeters that could potentially pose a problem. He identified two, both of which were of the same manufacturer.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: manufacturing. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. The device was not destroyed/disposed of.